Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre opti drain catheter. Prior to the procedure, the sure-lok tm thread digression was identified from the small hole of the sure-lok device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The first photo shows the partial view of catheter. Thread was partially visible and noted to not the protruding from hub. Thread fibers were noted to separated. The second photo shows the one product label and partially visible thread within the packaging, however unclear in the photo. Lot and product information's were matches and verified. Third photo shows the partial view of catheter and also thread was noted. Thread is not protruding from hub. Pigtail portion not visible in the photo and thread separation was noted in the hub portion. Therefore, the investigation is confirmed for the reported thread degression issue for two devices. However, the investigation is inconclusive for the thread degression issue for third devices as provided photo is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre opti drain catheter. Prior to the procedure, the sure-lok tm thread digression was identified from the small hole of the sure-lok device. The procedure was completed using another device. There was no patient contact.